Event description:
It was reported that pump issued altitude alarm 21 while insulin delivery was suspended even though pump operated within normal altitude range and speaker holes were not obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned speaker holes as instructed, removed and reconnected cartridge, and waited for insulin delivery to resume; pump returned to normal operation without recurring alarms, and customer received guidance from technical support on preventing future altitude alarms and acknowledged instructions.